Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon unable to seat neck trial onto broach. Surgeon observed black rubber ring inside neck trial distorted and obstructing placement of neck trial onto broach. Surgeon removed rubber ring and neck trial seated correctly. No delay in surgery. No adverse event to patient.

Manufacturer narrative:
Examination of the returned instrument could not confirm the damage to the o-ring as it was not returned with the neck segment. Review of the provided photograph confirmed the damage to the o-ring. A two-year search of the complaint database found no additional reports for this failure for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint description states that the surgeon was unable to seat neck trial onto broach. The surgeon observed black rubber ring inside neck trial distorted and obstructing placement of neck trial onto broach. The surgeon removed rubber ring and neck trial seated correctly. The device associated to the complaint was not returned for analysis. The review of the picture provided shows that the o-ring has been damaged in use. A complaints search against this product code revealed no other events. No other analysis was possible because nor the batch number neither medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined.